Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported difficult single gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat a mitral regurgitation (mr) with grade of 4. It was noted that the posterior gripper did not lower. It was possible to grasp the leaflets and deploy the clip. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects.